Event description:
On (B)(6) 2014, a sales representative contacted lifescan (lfs) (B)(4) after speaking with a pharmacist. The pharmacist stated that they spoke with the lay user/patient and they alleged that the one touch verio iq meter read inaccurately high compared to a hospital meter. This complaint is being classified based on the customer service representatives (csr) documentation, since the patient could not be reached by phone to obtain additional information. The reporter stated that the alleged inaccuracy began at an unspecified time on (B)(6) 2014. At an unspecified date/time, the patient obtained a blood glucose reading of ¿29.0 mmol/l¿ with the subject meter and ¿16.0 mmol/l¿ with a hospital meter, performed within an unspecified time of each other. It is not known what medication, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The reporter does not recall if the patient developed any symptoms; however at an unspecified time on (B)(6) 2014, the reporter stated the patient received treatment from a health care professional (hcp) at the emergency room (ER). It is not known what type of treatment the patient received during his visit to the ER. During troubleshooting, the csr was unable to confirm if the meter was set in the correct unit of measure setting. No replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.